Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported sometimes the stimulation would turn itself off. Agent asked, patient said the issue started a few months ago. Agent reviewed stim may turn off when controller or implant deplete. Patient confirmed they noticed the issue when they were charging the implanted neurostimulators. During the call, agent walked patient through turning stimulation on and increasing/decreasing stimulation on all 4 programs in group a. Patient confirmed stimulation was already on in group a and all 4 programs were set to 2.1. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.